Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation, the plastic wings on the titanium bone anchor detached from the metal while removing the bone anchor. It was reported that the site was able to remove the rest of the bolt with another tool. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.